Event description:
Customer alleged arm bracket broken on the left rear side of the chair at a welded point. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number (B)(4) rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's gender is unknown, and consumer resides in a nursing home. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left rear arm bracket is allegedly broken at the welded site. Warranty quote # (B)(4) was issued. No injury alleged.